Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/25/2014 with the following findings: the display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the display screen had become dim and discolored. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.